Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, shortly after the implant of this right ventricular (rv) lead, this patient presented to the hospital with chest pain. The patient was released but returned later for a device check. During the device check a drop in amplitudes and loss of rv capture was observed. An echocardiogram revealed a lead perforation. A revision procedure was performed to drain the pericardial space and replace the rv lead. This rv lead was explanted. No additional adverse patient effects were reported.